Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right knee arthroscopy and lateral release procedure, the device had a component issue, a piece or part fell into patient cavity but was then fully retrieved, where in the tip hook fell off once it was introduced into the patient. The surgeon had not even started cauterizing. The surgeon then tried to take cautery out to check and he cut the plastic sheath hoping the hook was hidden and retreated inside the plastic sheath. Could not find the hook so he had to go back to the joint to search for the broken missing hook. He did not do the release part with the hook and had to cut with scalpel and knife. The missing piece was then found. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the tip was completely broken off. The broken piece was received. The fracture of the tip was confirmed. The investigation showed that the tip broke due to excessive stress. It appears that the user tried to manipulate the device during surgery and put excessive force on the tip. The product engineer agreed that user error led to the fracture. The engineer also observed that with the fresh, clean, no charred edges, on the clear insulation, it also appears the device was not used with electrosurgery, but more in a mechanical mode, which is not the intended use. The investigation identified the root cause of the reported event to be the user mishandling the device. If information is provided in the future, a supplemental report will be issued.